Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen went to dim light. The customer¿s blood glucose was unknown. Customer stated that the screen was sometimes difficult to read and dim back light. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with minor scratches on lcd display window noted. Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No anomaly noted. Insulin pump passed self test, a21 error test, off no power test and all operating currents tested within the spec range. No unexpected low battery alarm or backlight anomaly were noted.(B)(4).